Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 68-year-old female on an impella 5.5 for support during a high-risk cardiac procedure. The patient was also reported to have arhythmias and was cardioverted. It was reported the plasma free hemoglobin (pfhg) and hematuria in urine. Patient is having bleeding into the foley with formed clots, resulting in a drop in hemoglobin. A mobile mass was noted on the catheter. Additional information was provided stating that the patient had expired.

Manufacturer narrative:
Correction : e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis, arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed, hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.